Event description:
A report was received that a patient was experiencing pain at the ipg site as if the device was rubbing on the patient's ribs and hip. The patient also reported that the leads felt superficial. A pocket revision was recommended by the physician.